Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received 72 inappropriate shocks because of the fracture of the right ventricular lead. A re-intervention is planified.

Manufacturer narrative:
It was reported that both device and ventricular lead were replaced. The subject device will not be returned for analysis.

Event description:
It was reported that the patient had received 72 inappropriate shocks because of the fracture of the right ventricular lead. A re-intervention is planned.

Event description:
It was reported that the patient had received 72 inappropriate shocks because of the fracture of the right ventricular lead. A re-intervention is planned.